Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. A comment was made that during deployment and post dilatation of the xience alpine stent, visibility seems less clear than during use of the xience xpedition; however, timi iii flow was restored and there was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult or delayed positioning (visibility). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the procedure was to treat a lesion located in the mid right coronary artery. No additional information will be provided.as provided.